Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood sugar of 364mg/dl, rechecked blood sugar while on the phone with cts and the blood sugar was down around 200mg/dl. Patient complains of sweating, excessive thirst, and urination. The patient continues to use a pump that is being replaced on (B)(6) 2016. Cts gave patient the advise but patient continues to utlize the pump. Patient blood sugar was 364mg/dl. Patient came off pump and started injection and blood sugar is coming down. The patient had been advised by customer support on (B)(6) 2016 to discontinue use of the pump for a loss of prime issue,. But the patient had not. Customer support attributed this blood glucose excursion to user error.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 11/21/2016 : the device was returned to animas and evaluated by product analysis on 10/26/2016 with the following results. No defect was found. The pump was undamaged, the time/date were accurate, alarmings and warnings sounded appropriately, and the pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.